Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained from the customer. Samples were only recently received, and their evaluation is still in progress. As soon as the investigation is completed, a supplemental report will be filed.

Event description:
Customer reached out to roche diagnostics support team for the following issue: debris in plasma and oily substance on top of plasma in li hep gel tubes. This has been an ongoing problem since july. Debris is causing numerous sample aspiration alarms on the chemistry analyzers; the oily residue is coating the sample probes and reaction cells on the chemistry and immunoassay instruments, interfering with the reactions. The residue is coating the reaction cells making them appear "foggy" and interfering with the photometric measurements. This is causing several assays to fail calibration and qc. Roche has verified that the centrifuges are running at the correct speed using a tachometer. Both centrifuges on the cobas 8100 acu are running for 15 min @ 2100 g. At this time and speed, every single 13x100 lithium hep with gel tube had debris (appears as a waxy or gel-like substance), and an oily residue on the top layer of plasma. These were tubes from all different locations throughout the hospital.

Manufacturer narrative:
(B)(4). Received 456087p one rk each batch: b240534h and b240534m for evaluation. Received customer pictures. We have no further complaints on the material/batches. A check of quality, production, and maintenance records of the concerned batches revealed no deviations in relation to the reported error. Customer samples were tested, according to gbo standard testing procedures, with regards to correct assembly, draw volume and additive content according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled with no deviations noted. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. Additive content was found to be within specification for all samples. No deviations could be duplicated in the tested samples. Additional information/ correction: h11- manufactuere narrative, h6, investigation conclusion, h3: device evaluated by manufactuere, d9: device available for evalution informations are updated.